Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site for analysis. A similar complaint review could not be performed because the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the 2.5x15mm apex ptca dilatation catheter was used for predilatation of lesion 2. The dissection occured with the predilatation and the treatment given was the stent was placed. No other treatment was given.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) clinical study. It was reported that during a coronary artery treatment procedure a dissection occurred. Lesion 1 was located in the 1st obtuse marginal with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 x 28 mm taxus liberte stent. 0 % residual stenosis was noted post-procedure. Lesion 2 was located in the proximal right coronary artery with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 x 16 mm taxus liberte stent. 0 % residual stenosis was noted post-procedure. A 2.5x15mm apex ptca dilatation catheter was also used during the procedure, and a dissection occurred when using the balloon. The event is listed as resolved and the patient was discharged the next day.